Event description:
It was reported that the patient underwent anterior cervical surgery. During surgery, the tip of the drill bit broke while the surgeon was putting the final screw in. The surgeon was able to remove the broken drill bit piece from the patient by using pick ups. The surgeon had to remove and replace the screws and plate already implanted. No further patient complications were reported.

Manufacturer narrative:
(B) (4). The drill bit was returned. Visual examination confirmed breakage; approx 10 mm of the drill bit tip broke off. The broken piece was not returned for analysis. Material deformation of the tip displayed unidirectional movement. Microscopic examination of the fracture surface revealed a quasi-ductile fracture surface. Microscopic examination of the fracture surface and material deformation of the tip are consistent with failure due to bending overload. A review of the device history records did not identify any applicable nonconformance to specification.